Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure on (B)(6), 2010, which was completed without any complications. The patient was discharged from the hospital within a few days following completion of her surgery. Following her discharge from the hospital, she reportedly began experiencing vaginal pressure and pain, vaginal bleeding, and dyspareunia (date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.